Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient reported daily symptoms of dizziness. The patient was seen in-clinic, and during troubleshooting no noise was present while performing maneuvers. However, the threshold is increased to values outside the typical range. Output was reprogrammed, and the patient felt very well afterwards, indicating a potential intermittent capture situation. The patient's leads are unknown but are reported to have been implanted in 2013. Technical services (ts) recommended right ventricular (rv) lead replacement. Since the longevity of the patient's pacemaker is 1.5 years remaining with current settings, device replacement at time of rv lead replacement was suggested. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient reported daily symptoms of dizziness. The patient was seen in-clinic, and during troubleshooting no noise was present while performing maneuvers. However, the threshold is increased to values outside the typical range. Output was reprogrammed, and the patient felt very well afterwards, indicating a potential intermittent capture situation. The patient's leads are unknown but are reported to have been implanted in 2013. Technical services (ts) recommended right ventricular (rv) lead replacement. Since the longevity of the patient's pacemaker is 1.5 years remaining with current settings, device replacement at time of rv lead replacement was suggested. No adverse patient effects were reported. This system remains in service. Additional information received indicates this device was explanted and replaced on (B)(6) 2024. The physician elected to keep the existing leads. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this patient reported daily symptoms of dizziness. The patient was seen in-clinic, and during troubleshooting no noise was present while performing maneuvers. However, the threshold is increased to values outside the typical range. Output was reprogrammed, and the patient felt very well afterwards, indicating a potential intermittent capture situation. The patient's leads are unknown but are reported to have been implanted in 2013. Technical services (ts) recommended right ventricular (rv) lead replacement. Since the longevity of the patient's pacemaker is 1.5 years remaining with current settings, device replacement at time of rv lead replacement was suggested. No adverse patient effects were reported. This system remains in service. Additional information received indicates this device was explanted and replaced on 07-jul-2024. The physician elected to keep the existing leads. Besides intervention, no other adverse patient effects were reported. Product return is expected.